Manufacturer narrative:
(B)(4).   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain and infection from surgery location and character of the pain? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was given for the pain management or infection? Results? If reoperation was performed please provide date and surgical findings product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient had the mesh removed for pain and utis. Additional information has been requested.